Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, there was foreign material in the air/water tube, air/water cylinder, and jet tube of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
Information added to h3 and h6. Correction to d8. E1 (establishment name). The address, city, post office, and telephone number should be empty. E2 and e3. Correction to the g3 of the initial medwatch. The aware date should be (B)(6) 2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. No physical damage was found at the location with foreign material remaining. The root cause of the foreign material remaining in the subject device is unknown. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). IFU states that the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.